Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the bd a-line¿ there was foreign matter in the tube; biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: the nurse opened the syringe to perform the collection and observed the presence of "dirt" inside the syringe. They mentioned being a small ¿spider¿.

Manufacturer narrative:
The following fields have been updated with corrected information: d.4. Medical device catalog #: 0272878. The following fields have been updated with additional information: d.4. Medical device expiration date: 2022-09-30. H.3. Medical device manufacturing date: 2020-09-28. G.7. Type of report: follow up 1. H.2. If follow up, what type?: correction and additional information.

Event description:
It was reported when using the bd a-line¿ there was foreign matter in the tube; biological and non-biological . The following information was provided by the initial reporter: translated to english. The customer stated: the nurse opened the syringe to perform the collection and observed the presence of "dirt" inside the syringe. They mentioned being a small ¿spider¿.

Event description:
It was reported when using the bd a-line¿ there was foreign matter in the tube; biological and non-biological the following information was provided by the initial reporter: translated to english. The customer stated: the nurse opened the syringe to perform the collection and observed the presence of "dirt" inside the syringe. They mentioned being a small ¿spider¿.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a video was provided for investigation. The video was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. A dead insect was observed to be inside the syringe barrel. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Bd was not able to determine where or when the spider entered the syringe. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.